Event description:
It was reported that there was a question on a transmission in which atrial pacing was above the lower rate. It was noted that there was undersensing of the atrial fibrillation (af). The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 implantable tachy lead, (B)(6) 2013. (B)(4).